Event description:
A malfunction related to the continuous glucose monitor was reported with an error code. There was no reported impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, and the caller planned to reset the pump and follow up if the issue continued.